Event description:
It was reported by the customer that while using bd facsvia¿ flow cytometer erroneous results on patient samples. The following information was provided by the initial reporter: when they finished processing their samples, a couple alarms showed, they reviewed the readings and it is seen that the cell counts are elevated by some parameters, so they are instructed to perform a sample dilution to acquire it again. The dilution is carried out and the reading is obtained without problem, it is indicated to multiply the values by the dilution factor. Equipment is working without problem. On aug 08. 2022 are there erroneous results on patient samples for diagnostic test? Yes cd4 advice on sample acquisition.

Manufacturer narrative:
Initial reporter address 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that while using bd facsvia¿ flow cytometer erroneous results on patient samples. The following information was provided by the initial reporter: when they finished processing their samples, a couple alarms showed, they reviewed the readings and it is seen that the cell counts are elevated by some parameters, so they are instructed to perform a sample dilution to acquire it again. The dilution is carried out and the reading is obtained without problem, it is indicated to multiply the values by the dilution factor. Equipment is working without problem. Aug 08. 2022. 1. Are there erroneous results on patient samples for diagnostic test? Yes cd4 advice on sample acquisition.

Manufacturer narrative:
H.6 investigation summary investigation summary: scope of issue: the scope of issue is only limited to bd facsvia flow cytometer, part # 656874 and serial # (B)(6). Problem statement: customer reported complaint regarding high cellularity. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 19jul2021 to 19jul2022. Complaint trend: there are only 2 complaints related to erroneous results due to sample preparation; date range from 19jul2021 to 19jul2022. Manufacturing device history record (DHR) review: DHR part # 656874 serial # (B)(6), file # 656874-656874-r656874590288-106715241-20, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the customer obtaining erroneous results of high cellularity was due to a sample preparation issue. The customer contacted the bd technician because some sample raised alarms after processing. The bd technician reviewed the readings and instructed the customer to reacquire the samples after performing a sample dilution. After the dilution was carried out, the obtained readings had no problem. The instrument was working as intended without any problem. Although the unexpected results were from patient samples, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision. The customer confirmed that after dilution, the readings acquired had no problems. Proper quality control, data acquisition and troubleshooting instructions can be found in the bd facsvia system instructions for use manual 23-14662-00 rev. 01/vers. A, starting on pages 49, 69 and 137. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: 02544928, case # (B)(4). Install date: 29oct2020. Defective part number: n/a. Work order notes: subject: cd4 sample acquisition advice. Problem description: cd4 sample acquisition advice. Work performed: the chemist contacted me because when he finished processing his samples a couple showed him alarms, we reviewed the readings and it is visualized that the cell counts are elevated from some parameters so he is instructed to perform a sample dilution to reacquire it. The dil is made and the reading is obtained without problem, it is indicated to perform the multiplication of the values by the dilution factor. Cause: high cellularity of the sample. Solution: dil of the sample, equip is working without problem. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part # 10000176773ra, vers. D, facsvia,clinical sw v1.2 risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes or no? ID: 3.2.3. Hazard event: user runs samples on instrument that failed qc mode. Cause of event: beads improperly mixed in qc sample. Harmful effects: inaccurate results. Risk control: sy-2400 ¿ daily qc - frequency. Sy-2723 ¿ daily qc - notifications - last run fail/expire. Pcfl-3040 ¿ qc failed message. Pcfl-2724 ¿ qc report contents. Pcfl-2725 ¿ qc report notifications. Pcfl-2732 ¿ expired cs&t beads message. Never run samples if the instrument fails qc mode ¿ general system precautions ¿ safety and limitations guide. Implementation verification: 23-14662-00 bd facsvia¿ instructions for use. Tp-133, tp-151, tp-170. Tp-170. Tp-151, tp133. 23-14661-00 bd facsvia¿ safety and limitations. Effectiveness verification: verification report ¿ pm076. Tp-151 plasma count test definition pass date: 11-jun-2015. Tp-133 leucocount test definition pass date: 28-aug-2014. Tp-170 qc module pass date: 28-may-2015. Probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient: yes or no? Root cause: based on the investigation results the root cause of the customer obtaining erroneous results of high cellularity was due to a sample preparation issue. Conclusion: based on the investigation results, the root cause of the customer obtaining erroneous results of high cellularity was due to a sample preparation issue. The bd technician confirmed the issue and instructed the customer to reacquire the samples after performing a sample dilution. After the dilution was carried out, the obtained readings had no problem. Although patient samples were used, no one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk of this hazard has been identified to be within the acceptable level. Supporting document: n/a.